Event description:
The customer's product will not turn on. She has tried to use a new battery. Date and description of interaction with customer: the customer sent us a message through (B)(4). We followed up through e-mail.